Manufacturer narrative:
The surgeon was performing an endoscopic carpal tunnel procedure. The facility reported that he was using the cotton tip applicator while dissecting tissue inside the wrist. The cotton came off the applicator. The surgeon opened the surgical site and retrieved the cotton tip. The sample was returned and evaluated. The returned sample was received and the cotton tip was not attached to the plastic shaft of the applicator. The plastic shaft showed no signs of breakage or defects that would indicate a failure which could lead to the customer reported condition. The cotton tip was tightly wound and showed no signs of mfg error that would cause the reported condition. The cotton tip was found to be flattened and elongated in shape. The flat and elongated cotton tip would suggest an excessive pressure had been placed on the device, and when pulled back, the elongation occurred. We have not had any other similar incidents reported to us for this device. A root cause was not identified but we cannot rule out user technique as a contributing factor.

Event description:
During an endoscopic surgical procedure, the cotton tip came off in the surgical site.